Manufacturer narrative:
The device was received not deployed; the pink slide insert was not visible through the viewing window of the top housing and the linkage assembly was observed to be in the undeployed state. The drive mechanism was inspected, and no damages or defects were found that would contribute to the device not deploying. The device deployed upon manual rotation of the ratchet gear. The download data shows that the device was deactivated after the completion of first prime.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide moved forward, but the cannula did not deploy as intended and was not visible when removed.